Event description:
It was reported that the pump declared alarm 20 during insulin pumping. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge, but the cartridge alarm recurred, leading to the decision to replace the pump.